Manufacturer narrative:
The results of the return device analysis did not confirm the reported unintended movement issue as the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report open clip while locked it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted prolapsed posterior. The first clip was successfully deployed. Then a second clip delivery system (cds 00917u477) was advanced to the mitral valve, and the clip was placed. However, the clip opened several times while locked when establishing final arm angle/efaa. Therefore, the cds was removed with the clip attached and the procedure continued with a new cds. The new cds (00917u473) was advanced to the mitral valve, and the clip was deployed. However, the clip opened to 5 degrees during the second efaa and after deployment, the clip opened more to 40 degrees. Additional treatment was not performed. Two clips were implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.